Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that all stand movements also frontal and lateral movements were not possible. Upon further investigation, the fse determined that the suite pc was failing, which impacted the boot up procedure of the system. The fse stated that the cause of the issue was due to can card in suite pc and fse cleaned the can card. To resolve the issue, the fse replaced the suite pc and performed reinstallation of the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.